Event description:
The report from the affiliate indicated that during a pci procedure, a driver sent was implanted in the proximal right coronary artery (rca). While attempting to deploy a cypher 3.5/18 mm stent in the distal rca after maneuvering through the previously implanted driver stent, the balloon ruptured at 10 atm and the stent could not be deployed. The physician then attempted to remove the stent delivery system (sds) with the stent. While attempting to withdraw the sds back into the 6 fr. Heartrail sal 1.0 guiding catheter, the stent became stuck due to an uplifted proximal stent strut and dislogdged in the proximal rca. A snare could not be used due to the size of the guiding catheter. A new 7 fr. Launcher jr 4.0 was inserted, but the stent was still not able to be retrieved. A maverick quantum 4.0 balloon was used next but was unable to engage the dislodged stent. A mercury 2.0 balloon was then used next and the stent was implanted proximal to the previously implanted driver stent in overlapping fashion. Ivus was done to confirm the stent was fully dilated. A vision 4.0/15 mm stent was used to successfully treat the distal rca lesion without any reported complication.

Manufacturer narrative:
The approach for the procedure was the radial approach. The target lesion was the distal rca. The lesion was reporte to be: de novo, moderately calcified, and slightly tortuous. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.